Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Patient reported left side "hard, pain¿ and ¿encapsulated.¿ patient later reported "deflation, capsular contracture, baker grade iii, pain, skin rash, malaise." Device remains implanted.